Event description:
Device implanted (B) (6) 2009. Pt returned to facility on (B) (6) 2010, after nurse tried flushing catheter and noticed that the hub part of the cap was cracked (leaking). Occlusive dressing placed and catheter was replaced. Pt returned on (B) (6) 2010 with same problem. Catheter was again replaced.